Event description:
In 2002 pt had an acl repair of the right knee. After discharge from hosp, physical therapy was started. It is alleged that pt continued to have pain. In early 2003, pt went on ski trip and experienced pain in right knee. In early 2004 pt went on another ski trip and had pain and swelling of right knee. In 2004 the bioabsorbable screw was removed. It is alleged that the pt has a damaged medial condyle and continues to have pain and limited mobility.